Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).

Event description:
According to the reporter, an esophageal ablation procedure was being performed in order to treat barrett's esophagus, upon completion of the case, the catheter was being withdrawn (extubated), and as the device was removed the catheter had unravelled in the esophagus causing visible lacerations to the surrounding tissue. The patient underwent a CT scan to ensure there were no esophageal perforations and the physician determined there was no esophageal perforation. The patient was informed.